Manufacturer narrative:
Medwatch sent to FDA on: 05/jan/09. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The device remains implanted. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as, "I have had 2 lap band leaks."